Event description:
It was reported the pt (B)(6) lost stimulation from his cervical lead. Surgical intervention was undertaken to address this issue. When disconnected from the extension, intraoperative testing of the lead found impedance issues for all contacts. As such, the device was explanted. A subsequent surgical procedure will be undertaken to implant a new lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.